Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states insulin leaked out when attempted to prime. Customer states drive support cap was normal. Customer's blood glucose was 267 mg/dl, which were treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The compromised force sensor system alarm occurred during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with protruded/loose drive support disk, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, missing end cap sticker.